Event description:
New information received noted that the lead also exhibited insulation anomaly. The patient was in good condition post procedure.

Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 18.6 cm to 18.7 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The insulation abrasion due to friction with another device most likely resulted in the reported events of noise and insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular lead. The noise was first noted on (B)(6) of 2017. No patient symptoms were reported. The lead was explanted and replaced on (B)(6) 2018. The patient¿s condition was fine.